Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a system explanted procedure due to inadequate stimulation. The explanted devices will not be returned as they were kept by the medical facility.

Event description:
It was reported that the patient underwent a system explanted procedure due to inadequate stimulation. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block h10 should have been: additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).